Event description:
Guidant received information that during a procedure this lead was not implanted. While introducting the lead into the body (through an 8 french introducer), the area at the distal end between the ring electrode and the tip fractured. The lead was replaced and returned for analysis.